Event description:
The latera a poly insert disassociated from the tibial tray when the knee was flexed past 90 degrees during surgery. The lateral b poly insert was attempted and also disassociated from the tray when the knee was flexed past 90 degrees. The surgeon made ligament releases and cemented the lateral b poly into the tray to complete the surgery. The lateral b poly insert is 1mm thicker than the lateral a poly insert.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.